Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) changeout procedure it was discovered that the patients right ventricular (rv) lead was exhibiting impedance issues and potential insulation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.